Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Cause was not known. Customer administered an insulin injection to address bg. Customer reviewed pump settings with their clinic. Recommendation was made by technical support to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.